Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag with an open box and tray from the lot number provided in the report. The label matches the product returned. The irrigation adapter, bands, and one detached blue hook did not return. Our laboratory evaluation of the product said to be involved confirmed the report. The loading catheter had one hook completely detached that was not returned and one hook still remaining on it. A dimensional inspection was performed on the loading catheter. The inner diameter was measured and was within the specification. A destructive tensile test was also performed on the loading catheter side where the second blue hook remained attached. The blue hook detached from the catheter at a force which does not satisfy the minimum requirement. A lab meeting was held with production leadership and post market engineering on (B)(6) 2025, and it was determined that the device was nonconforming. There was no evidence that the blue hook was inserted into the white tubing incorrectly to make the loading catheter. The subassembly history record for the loading catheter said to be involved was reviewed. The quality control tensile test performed on a sample of the manufactured units met the acceptance criteria. A discrepancy or anomaly was not observed with the product that was released for distribution. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a visual examination of the returned product identified the blue hook was completely detached from one end of the loading catheter and did not return. A tensile test of the remaining hook confirmed the joint was not within specification. Production management and the department team leads were notified of this occurrence. The blue hook can detach if it gets caught in the accessory channel of the endoscope. The instructions for use advise the user: "it is vital that the integrity of the working channel is intact." A corrective action (CAPA) has been initiated to reduce occurrences of the blue hook to catheter joint failure. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. All loading catheters that are included in the multi-band ligators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
In preparation for an unspecified ligation procedure, the physician selected a cook 6 shooter saeed multi-band ligator. It was reported that the user wanted to pull trigger cord through working channel when the catheter's hook fell off. This occurred prior to patient contact so there is no impact to the patient.

Event description:
In preparation for an unspecified ligation procedure, the physician selected a cook 6 shooter saeed multi-band ligator. It was reported that the user wanted to pull trigger cord through working channel when the catheter's hook fell off. This occurred prior to patient contact so there is no impact to the patient.

Manufacturer narrative:
E1 - phone number: (B)(6) the investigation is ongoing. A follow-up emdr will be submitted within 30 days of submission of this report.